Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was contacting a healthcare professional about potentially getting their device replaced. Patient had an upcoming appointment on the (B)(6). Patient stated there was no problem with the way the device functioned. Patient stated they decided they did not like recharging and wanted a non-rechargeable device. Patient reported the placement of their ins makes it hard to charge. No patient symptoms reported. No further complications were reported as a result of this event.